Manufacturer narrative:
Specific patient information with regard to age, gender and weight was not provided by the office. The doctor removed the composite and repeated the restoration using a different light, without further incident. To date, the patient is doing fine. The product was not returned; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that four (4) patients restorations did not fully polymerize after light curing with the demi plus. This is the third of four (4) reports.